Event description:
Health professional reported methylene blue was placed in fluid to show possible leak. The surgeon noticed blue fluid leaking out from band area, so the device was replaced. The surgeon also noted tear in the band, located on the shell near the belt. As the surgeon does not suture this area, a needle stick is not possible. Replacement device was an apl lap-band system.

Manufacturer narrative:
Taper ii. Allergan has received the product; however, the analysis has not been completed at this time. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."